Event description:
Pt tested blood glucose as 308 mg/dl on suspect device. He took 8 u of insulin and then passed out. While he was unconscious, his wife tested him as blood glucose = 229 mg/dl. The emergency medical technicians tested his blood glucose as 6 mg/dl and gave him a glucose intravenous. Controls on the suspect device were in range.